Manufacturer narrative:
(B)(4).no conclusion code available; the reported field events of high impedance and noise were confirmed in the laboratory. The device was tested on the bench and an unstable signal was observed. The cause of the unstable signal was found to be a capacitor connection anomaly. (B)(4).

Event description:
It was reported that patient received several shocks due to noise. Patient was brought to the or for a device revision; high voltage lead impedance was observed. The leads were tested and no anomalies found. The device was explanted and replaced. Patient was in good condition before and after the procedure.